Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the power on reset (por) firmware was updated. The programmer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was picked up to move the patient, the monitor flashed red and the settings went from 50 beats per minute (bpm) to the default rate of 80 bpm. The unit reverted to the default settings three times in an eight hour period; the epg was replaced with another unit. The biomedical department was not able to recreate the change of settings. The epg has been returned for repair. No patient complications have been reported as a result of this event.